Event description:
It was reported that a patient delivered a male infant weighing 4215g on (B)(6)2024 with a second degree perineal laceration. During the operation, suture was used to suture the patient's skin. The patient was discharged from the hospital on the 4th day after surgery and came to the hospital on the 31st day after surgery. Recently, there was pain at the perineal suture site, with affected inflammation, erythema and hardness. The doctor reported to the doctor, who initially diagnosed that the suture was delayed in absorption. The doctor immediately removed the suture and instructed the patient to soak the perineum with potassium permanganate. The patient returned to the hospital on the 33rd day after surgery for significant improvement in the perineal area. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any medical/surgical intervention, besides soaking in potassium permanganate, performed due to this event? Was a re-operation required due to this event?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.